Manufacturer narrative:
(B)(4). The initial report occurred on (B)(6) 2012 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on 08/02/2013. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case.the software investigation found that some exams had a discontinuity in the dataset. This discontinuity looks like the kind of anomaly that would be seen if the scanner had a mechanical problem. The cranial software functioned as designed.

Event description:
A nurse reported that during the tumor resection surgery using cranial software they went to transfer an inter-operative MRI from their siemens imris scanner and it had double the slices and look like there was two exams inlayed over top of each other. The surgery was canceled and rescheduled.